Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when attempting to change the patient¿s tracheostomy tube, but the obturator did not come out. This caused an emergency replacement, which resulted in the same issue of the obturator becoming stuck. They were eventually able to change the tracheostomy tube on the third attempt using an older tube without a sheath. There was patient involvement and no reported patient harm.

Manufacturer narrative:
D3 - postal code: updated. D9 - date returned to MFR: 07-apr-2026. H3 and h6 codes: updated. One sample was returned for evaluation. A review of the lot history revealed no nonconformities that could have contributed to the reported complaint. Visual inspection showed that the obturator was bent and lodged inside the tracheostomy tube. The complaint was substantiated. The probable cause of the issue could not be determined.